Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited false pause episodes due to sensing issues. The patient was in a stable condition. No further information was reported.

Event description:
New information states that the sensing issues were due to loss of contact in the pocket. No intervention was performed.